Event description:
It was reported that the ilet user experienced elevated blood glucose peaking at 567 mg/dl after the connected sensor expired and the user was without a sensor for about ten hours, during which no manual fingerstick values were entered into the pump to initiate bg run mode. After coaching, hydration was encouraged and subsequent follow-up showed blood glucose decreased to 321 mg/dl and trending down. Symptoms included hyperglycemia. Outcomes included no hospitalization and no medical intervention beyond hydration advice and monitoring. Investigation included review of the reported sequence, confirmation of sensor expiration, and operational troubleshooting and education regarding use without an active sensor and entry of manual values. Investigation of this case revealed that hyperglycemia occurred during a period when the device lacked sensor input and no manual glucose entries were provided, consistent with suspended automated glucose control due to an expired g7 sensor. It was concluded, based on previously established findings for similar reports, that the cause was user operation under conditions of an expired sensor without manual glucose entry, resulting in reduced automated insulin modulation.